Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient has had high blood glucose levels (bg) for a couple of weeks, in the 400 mg/dl's, with extreme drowsiness. During troubleshooting, customer support found that the pump had a cracked battery compartment. This complaint is being reported as the casing issue was not resolved and the patient had hyperglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 12/01/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2015 with the following findings: visual inspection revealed that the battery compartment was cracked in two places. There was no damage found to the battery cap and the cap was able to attach properly to the pump. A review of the black box did not show any power issues. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).